Event description:
Customer reported a malfunction with the code malf 16. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.